Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one grip bent, causing a misalignment of the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. Additionally, the clip applier instrument failed the clip test due to misapplication of the clip. The instrument passed engagement and was able to retain the clip through engagement but could not apply the clip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not apply clips. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information on the reported issue; however, no further additional information is available.